Manufacturer narrative:
The reported pump stop and alarms were confirmed based on the information contained in the submitted system controller log file. Percutaneous lead damage was suspected; however, it could not be confirmed. The patient remains ongoing with the implanted device and an external percutaneous lead replacement was not performed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had multiple pump stops and low flow alarms on (B)(6) 2015. The alarms were reportedly occurring only while the patient was connected to the patient cable. The patient was asymptomatic during the pump stops and is currently stable. The system controller log file was submitted to the manufacturer's technical services team for evaluation and the reported pump stops and low flow alarms were confirmed. According to the technical services representative, the type of behavior observed has been linked to potential issues with the percutaneous lead (lead) in the past; however, an x-ray image of the lead was submitted for evaluation and the technical services representative was unable to see any significant areas of concern. The patient was given a modified ungrounded patient cable to use with the patient's power module and has had no further alarms or pump stoppages. The decision was made by the hospital to not pursue an additional distal end lead replacement and for the patient continue with the ungrounded patient cable. The patient's social situation would reportedly make it challenging for an admission at this time.